Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The manufacturing representative tested the system and when the instrument was hovered above where the "back" button is on the head frame, the software would go back to the registration screen as expected. However, this occurred when the instrument was hovered over the button by 1 cm. The system then passed the system checkout and was found to be fully functional. Other relevant device(s) are: product #: 9733467; version #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that while navigating, the system backed up twice past the registration tab and deleted the registration. The surgeon was at the end of the case, so the software error did not affect surgery. The site re-registered the and was able to complete the case. There was a less than 1-hour delay to the procedure and no impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later noted that this issue was happening while the doctor was in the sinus during the procedure. The doctor was not close to the instrument tracker.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reviewed logs provided no additional insight. Analysis found that the analysis was inconclusive and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.